Manufacturer narrative:
The pump was received with operating currents within spec. The pump passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, the unit was unable to prime during prime test due to faulty force sensor resistor. The pump was received with cracked case at display window, case at reservoir tube window corners and battery tube threads. The pump was received with minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with motor error alarm. Troubleshoot was reported to be conducted. It was reported that the customer was advised the pump would be replaced and returned for analysis.